Event description:
International affiliate reports four needle holders broke during a cesarean section procedure. There was no injury to the patient. However, the difficulty resulted in a 45 minute delay in the surgical procedure.